Event description:
The customer reported that the device was activating intermittently. There were times when the device activated but did not completely seal the vessel contributing to minor bleeding. This happened even though an end tone, indicating a completed seal cycle, was heard. There was no injury and the pt has fully recovered.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.